Manufacturer narrative:
Unit had cracked case at the battery tube side. Unit received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery area of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.